Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that a patient presented remotely with dislodgement and loss of capture noted on the patient's right atrial lead. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.